Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies.. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) lead. Reprogramming options were discussed. During a generator changeout procedure, the left ventricular (lv) lead was placed into the rv port and loss of capture (loc) was noted. Different system set up options were discussed with boston scientific technical services (ts). The involved leads are non boston scientific products. This crtd has been explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) lead. Reprogramming options were discussed. During a generator change out procedure, the left ventricular (lv) lead was placed into the rv port and loss of capture (loc) was noted. Different system set up options were discussed with boston scientific technical services (ts). The involved leads are non boston scientific products. This crtd has been explanted and replaced. No adverse patient effects were reported. It is expected to receive this device for analysis.